Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check test. Our field service engineer has investigated the reported ventilator on site. The o2 gas module has been replaced to resolve the issue and sent back for investigation. The returned gas module has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests. During ventilation the ventilator alarmed for paw high, expiratory minute volume low, respiratory rate high and o2 concentration low as it was at 23% instead of 60%. The zero pressure voltage was measured and it shows a major drift in the delta pressure sensor. The wheatstone bridge resistance shows a minor imbalance. Moreover, it was noticed by visual inspection that the nozzle unit had a broken feather spring. This type of nozzle is very old and is not used in today's manufacturing. However, the gas module's filter was manufactured 21 week 40 (october) and the complaint was received 2022 april . This indicates that the reported ventilator was not serviced according to the service manual, at least once a year or every 5000 hours of operation whichever comes first. The service should include the replacement of the following parts according to the service manual: -(B)(4) nozzle units. -bacteria filter. -2 gas module filters. The root cause for the major drift in the delta pressure sensor is not established. However, one of the root causes can be related to the lack of servicing. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 and/or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).